Event description:
It was reported that the air dermatome handpiece safety arm was broken. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
On (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 4/9/2008 and has no repair history at zimmer surgical. For the current repair, investigation revealed excessive lateral and vertical movement of the throttle lever. Prior to repair, the device was within calibration specifications at all tested thickness settings, the leading edge of the control bar was flush with the master blade, but the device did not operate within motor speed specifications. During post repair analysis, corrosion and discoloration to the swivel and reciprocating arm was observed. The device has not been returned to zimmer surgical for maintenance or repair in six years. Lack of preventative maintenance most likely caused the damage to the throttle lever, which likely caused the customer's reported event. In addition, lack of preventative maintenance most likely caused the damage to the head, control bar and width plates. There is no information regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have allowed moisture to enter the handpiece likely causing the corrosion to the reciprocating arm and swivel over time, which could contribute to the device operating outside of motor speed specifications.